Manufacturer narrative:
(B)(4) batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a coronary artery bypass graft procedure, the clips were firing but not fully closing. Also, the clips were falling out of the clip applier. A second like device was used to complete the procedure. There were no patient consequences reported.